Event description:
During a right colon resection procedure, on the first firing the staples did not deploy. Reloaded with new cartridge and fired it a second time. Second firing completed successfully. No pt consequence.